Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 92 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The device will not be returned for analysis.